Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, the device was programmed in voo to avoid pacing inhibition. The device lost pacing when a non-abbott plasma blade was used during the procedure, causing a short period of asystole. The procedure was completed without the use of the plasma blade and the patient was stable.